Manufacturer narrative:
H10: the lot number was provided for each of the malfunctions, therefore lot history reviews were performed. For the three reported malfunctions, one device was returned for evaluation. The investigation for the returned sample is unconfirmed for failure to obtain samples and difficult to remove. The investigation is inconclusive for the two samples that were not returned. The definitive root cause could not be determined based upon available information. The devices are labeled for single use. H10: g4, h6 (method : 4111). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 121410 biopsy instrument allegedly experienced failure to obtain sample and difficult to remove. This information was received from a single source. Each malfunction involved a patient with no known impact to the patient. The patients' age, weight, and gender were not provided.

Manufacturer narrative:
The lot number was provided for each of the malfunctions. For the three reported malfunctions, the devices have been returned to bd for evaluation. The company is still investigating the issue at this time. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 121410 biopsy instrument allegedly experienced failure to obtain sample and difficult to remove. This information was received from a single source. Each malfunction involved a patient with no known impact to the patient. The patients' age, weight, and gender were not provided.